Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) of 60mg/dl and was convulsing. The patient was reportedly already in the hospital at the time of the low bg for an unspecified reason unrelated to diabetes. The patient had reportedly been managing their diabetes using the insulin pump while in the hospital. The patient reportedly rang for the nurse on the date of the event and was found on the floor having a convulsion. The patient was reported to be in a coma following the low bg and had been intubated and ventilated. The patient had reportedly changed the infusion set (B)(6) and was not changing the infusion set every two to three days as recommended. The patient was reportedly not using an animas infusion set. The infusion set in use at the time of the alleged low bg incident was not available. The reporter did not have any further information regarding the infusion set. The patient's total daily basal delivery was 9 units per day, with a total insulin usage of 30 to 38 units per day. The patient reportedly bolused from one to three times daily. The patient had reportedly been on the pump since (B)(6) 2015. The reporter was unable to provide any additional information and the cause of the alleged low bg was unknown. The reporter stated that the pump would be returned to animas for investigation. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia while using insulin pump therapy and the cause of the alleged incident could not be determined.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings:a review of the black box indicated an empty cartridge alarm occurred on (B)(6) 2016 at 8:42pm after a 4.5unit bolus was delivered; the user confirmed the empty cartridge alarm two minutes later at 8:44pm. The insulin remaining after the bolus was zero units. The pump was powered back on on (B)(6) 2016 but deliveries were not resumed. There is no indication from the black box data that the pump was in use on the date of the alleged incident, (B)(6) 2016. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.